Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the user attempted to start the iabp after insertion of the catheter, the purge abnormal error went off and the pump did not work. He/she tried to make it work several times, but the same occurred each time. Therefore, the iabp was replaced with another autocat 2wave in the hospital, by which could start treatment. No patient injury was reported". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the user attempted to start the iabp after insertion of the catheter, the purge abnormal error went off and the pump did not work. He/she tried to make it work several times, but the same occurred each time. Therefore, the iabp was replaced with another autocat 2wave in the hospital, by which could start treatment. No patient injury was reported". The patient's current condition is reported as "fine".